Event description:
Per the clinic, the patient scratched the incision site and subsequently, removed the implant on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.